Event description:
It was reported that the image quality on the 9800 system is poor. It was also noted that the images are slow to recover. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded the cal files. The system was tested and found to be working as intended and placed back into service.